Event description:
It was reported that there was non sustained right ventricular oversensing due to device double counting a wide pvc complex. Programming changes were suggested. No further information was available.